Event description:
It was reported that some time post port device placement, the port allegedly leaked subcutaneously. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one x-port isp with attached groshong catheter was returned for evaluation. Functional, gross and microscopic visual evaluation were performed. Multiple puncture were noted access of the port septum and distinct curvature of the catheter. A pin hole was noted approximately 3.0cm from the distal end of the cath-lock. A leak from the pinhole rupture was observed during functional evlauation. Therefore the investigation is confirmed for the reported subcutaneous leak and fracture. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, kit, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, kit, 8f products are identified in d2 and g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, kit, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, kit, 8f products are identified. (Expiry date: 10/2021).

Event description:
It was reported that some time post port device placement, the port allegedly leaked subcutaneously. There was no reported patient injury.